Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 109 mg/dl and 500 mg/dl. It was reported that they had air bubbles in the reservoir and tubing. The approximate size of the air bubbles were one and half notches. The troubleshooting was performed and was advised to tap reservoir to gather small bubbles into a large one then slowly push on the plunger of the reservoir to remove air bubbles and the air bubbles were successfully removed. The customer was advised f he needs help with setting up reservoir and tubing to call us. The device will not be returned for analysis.

Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been provided with this report.

Event description:
Customer reported via phone call that their blood glucose value was 500 mg/dl.